Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the multiple pockets in the drawer not detected on bus. A field service engineer opened back panel and replaced retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the main drawer 4.1 did not detect on communication bus. During device inspection, a field service engineer found drawer retractor band needed replacement due to thermal damage. However, the patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 in the 5s device was not detected on the bus. During device inspection, a field service engineer found drawer retractor band needed replacement due to thermal damage and replaced retractor band to resolve the issue. The field service engineer confirmed that the patient care was not interrupted due to maintenance. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 4.1 in the 5sdevice was not detected on the bus. It was reported when using the bd pyxis medstation system, the main drawer 4.1 did not detect on communication bus. During device inspection, a field service engineer found drawer retractor band needed replacement due to thermal damage. However, the patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this incident.